Manufacturer narrative:
(B)(4) - the actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. A visual inspection was performed and noticed some damage including a small hole on the cassette film; no other issues were detected on tubing set. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record (DHR) of this product was reviewed and no non-conformance reports or other abnormalities were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed with air detected in the cassette error message while in drain 3 of 4. The patient was unable to get past the error message and canceled the treatment. The patient noticed a fluid leak while removing the cassette from the cycler. Technical support advised the patient to follow up with the pd nurse regarding this incident. Upon follow up, the patient stated he had notified the pd nurse regarding the fluid leak. Cephalexin antibiotic was prescribed to the patient as prophylactic. The patient did not experience any adverse events as a result of this incident. The set was made available for evaluation.